Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stomach transection on a laparoscopic sleeve gastrectomy, the reload was difficult to load on to the adapter and did not feel right. When the reload was loaded, it was then cycled and handed off to the surgeon. The surgeon positioned the stapler on tissue, pressed the green button, and tried to fire the device, but the reload locked out and did not fire. The technician loaded the reload properly keeping the yellow shipping wedge on the reload until it was loaded. Another adapter and reload was used to complete the case. There was no patient injury.